Manufacturer narrative:
During the analysis for the repair it was found that the head of the handpiece had a dent. This caused that the push button of the back cap stuck in, rubbing on the drive assembly, causing the heat up of the push button and the head. Root cause for such a dent is usually a strong external hit, e.g. From a drop during reprocessing. It was also found that the bearings have been gritty and therefore the handpiece ran out of specification (too high current consumption). This is a result of the wear process which might have been stronger due to the deformation of the head. To avoid such issues the user instruction contains several warnings and notes: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment on tooth #14 the handpiece heated up and burned patient on cheek to the size of approximately 8mm. The patient was told to do warm salt/ water rinses. No medical care necessary.